Event description:
It was reported that during the beginning of the procedure, the plastic insulation broke and fell into the joint. The broken piece was retrieved. Further, a second unit, with the same lot number, was used and the same part on the unit was damaged. The dr stated that he did not feel friction on the probe with the bone. A replacement unit was used to successfully complete the procedure.

Manufacturer narrative:
It was reported that a quantity of 2 units were implicated in the event. Please refer to medwatch report number 2648666-2012-00061. Add'l info will be provided once the investigation has been completed.